Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the issue was most likely hardware-related. Specifically, the blank cell calibration reports indicated that the analyzer (serial number: (B)(6) failed the m6 check, with channel 1 cv -pw being out of specification. Similar findings were observed on another connected analytical unit (serial number: (B)(6), while a third unit (serial number: (B)(6) was found to be within specifications. The investigation was limited due to the unavailability of calibration, quality control, and updated apc check data, which could not be performed due to pandemic-related restrictions. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to perform an apc check on the affected analytical units and to verify performance using a fresh anti-hcv ii reagent kit of the same lot across all modules.

Event description:
The initial reporter alleged discrepant anti-hcv g2 elecsys e2g 300 results between the cobas e 801 analytical unit and the cobas e 601 analyzer during a validation study. The reported results included the following: sample no. (B)(6) showed 39.54 coi on the cobas e 601 and 61.1/64 coi on the cobas e 801. Sample no. (B)(6) showed 21.35 coi on the cobas e 601 and 43.3/43.4 coi on the cobas e 801. Sample no. (B)(6) showed 22.78 coi on the cobas e 601 and 41.8/41.8 coi on the cobas e 801.